Event description:
During routine PICC dressing, it was found to be completely severed approximately 4 cm from the connection. The distal portion was then removed from the pt and sent off for testing.

Manufacturer narrative:
The manufacturer has received sample and will be evaluated. Results are expected soon.